Event description:
Catheter was being utilized for a biliary biopsy when it felt "tight" during the attempt to pull the catheter back through the duct. The patient anatomy had a severe curve in the bile duct that was difficult to navigate. A specimen was obtained. However, some bleeding occurred and the duct required embolization. The patient was considered to be doing fine post procedure. Note: this product is not indicated for this procedure.